Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set cannula became kinked. Customer experienced elevated blood glucose (bg) levels reaching over 240 mg/dl. Customer administered manual injections to address elevated bg levels.